Event description:
It was reported that the xenon light source random b30 error during set up/inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a definitive root cause could not be determined. Based on historical data, possible causes such as electrical problems like: electrical/electrical component; open circuit; short circuit; signal loss. Interoperability problems like: wired communication. Material problems like degradation. Mechanical problems like stress; fatigue; mechanical shock; wear and tear. Software problems such as erroneous data transfer. These causes can occur between components such as circuit board; socket; connector pin; electrical cable; electrical lead/wire; and connector/coupler without any design or manufacturing issue, that could lead to error codes. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.